Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level that ranged from 457-458 mg/dl. The customer delivered a correction bolus to address bg. Technical support performed a pump system check and determined that the pump time and date were incorrect. The cause was unknown. The customer corrected the time and date to resolve the issue.